Event description:
Pt reported that the catalog number, lot number, and code number, printed on the strip vial, had smeared. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.